Event description:
It was reported that during a device check, the implantable pulse generator (ipg) was reprogrammed due to atrial flutter. The following day the patient received an electrocardiogram at the hospital. The physician could not detect the atrial signal. It was noted that the ipg function was abnormal and a device check was recommended. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).